Event description:
It was reported that the 9900 system had an x-ray disabled error code, and there was an issue with the cine mode and collimator. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ac power cord was found loose. The power cord was tightened and boards were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.